Manufacturer narrative:
System was used for treatment. Kit lot e324 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category centrifuge bowl leak/break and no trend was detected for this category. However an issue review investigation has been initiated. Service order (B)(4) completed: service engineer cleaned instrument, replaced centrifuge door, recirculation and ac pump heads, centrifuge leak strip and corresponding o-ring and completed system checkout successfully. This assessment is based on information available at the time of the investigation. The evaluation of the kit and smart card was still in progress at the time of this report as the kit and smart card had not yet been received. A supplemental report will be sent once investigation is complete. (B)(4). Device not received yet.

Event description:
Customer called to report a centrifuge bowl break just after purging air and establishing separation. Customer said the bowl "shattered" in the centrifuge chamber. Customer said the centrifuge automatically stopped once the bowl break occurred, but customer could not remember what alarm they received. Customer said the leak detector strip appeared to be damaged. Customer aborted procedure and no fluids were returned to the patient. Customer said the patient was stable and would not require any medical intervention. Customer requested service to clean and repair instrument. Customer will return kit and smart card for investigation.

Manufacturer narrative:
The kit was returned for analysis. Review of the data recorded on the returned smart card confirmed a blood leak (centrifuge) alarm occurred after 217 ml of whole blood had been processed. Review of the returned components confirmed the centrifuge bowl was damaged/broken and showed that sections of the bowl cover and bowl separated at the weld joint. The cause of the centrifuge bowl break was determined to be a weld issue between the outer bowl and the bowl cover. A CAPA has been initiated at the manufacturing site to further investigate the root cause and associated corrective actions for bowl leaks and breaks. Kit lot UDI #: (B)(4).